Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/12/2014 with the following findings: all testing was performed with a test battery cap. The battery cap is able to fully tighten. The battery compartment is cracked in the thread area. There was evidence of moisture contamination inside battery compartment. One power on reset (por) event observed in black box. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. No "intermittent power" events duplicated during investigation. Leak test shows leak at battery compartment cracks. Removed pump case. No evidence of additional moisture or loose components inside pump.